Event description:
It was reported that the touchscreen is frozen, and there are buttons missing on the unlock screen. There was no report impact to customers' blood glucose level.

Manufacturer narrative:
The device has not yet been rec'd for eval. Should new relevant info be rec'd a supplemental form will be completed.